Manufacturer narrative:
Batch review performed on 27 november 2020: lot 2002600: (B)(4) items manufactured and released on 15-jul-2020. Expiration date: 2025-07-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional devices involved: batch review performed on 27 november 2020: cup: mpact 01.32.146dh acetabular shell ø46 two-holes (k132879) lot 1902265: (B)(4) items manufactured and released on 10-jul-2019. Expiration date: 2024-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. The involved liner is not marketed in the USA. Patient match planning review performed by medacata mysolution specialist: our analysis of the myhip process of this case found no deviations from the standard procedures. Each step has been performed correctly.

Event description:
After the primary surgery, the surgeon checked and discovered the dislocation of the head from the liner at the x-ray. Revision surgery was performed on the same day. The surgeon adjusted the angle of the acetabular cup and extended the neck length. The femoral head and acetabular liner revised.

Manufacturer narrative:
Device returned on 17-dec-2020 and analyzed. Visual inspection performed by r&d project manager. From the received part it is possible to see the liner with the lateral wall totally damaged for the extraction. From the received information it is not possible to determine with certainty the root cause of the event, but it is possible that is related to the surgery and positioning of the cup.